Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 125 mg/dl. The customer stated that their is no significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
There was no button error alarm noted. The intermittent down arrow button was due to corroded keypad trace. The unit was unable to perform displacement test due to unresponsive button. The unit had cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.